Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-sep-2017 from a healthcare professional who reported that the patient tried to go to the ER (emergency room) to have saline put in the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving fentanyl (15 mcg/ml at 128.37 mcg/day) and clonidine (3.001 mcg/ml at 25.673 mcg/day) via an implantable pump. The indication for use pump use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2017 it was reported that the patient had evacuated due to the hurricane. She was in a different state and was due for a pump refill around (B)(6) 2017. She was not sure of the date as she did not have her paperwork and she had not been unable to get a hold of her physician in her home state because the phone lines were down and the physician had evacuated. The patient was having increased nerve pain and was hearing a multi-toned alarm. The event date was (B)(6) 2017. The patient wanted to go to the ER (emergency room) and have the pump interrogated and she also needed a prescription. Additional information was received on (B)(6) 2017 and it was reported that the patient went to the ER. The pump was interrogated on wednesday ((B)(6) 2017) and it was confirmed to be empty. The pump was still alarming and she could not sleep with the alarm and wanted to know if she could turn it off or how to turn it off. She also wanted to know if the pump would be damaged since it was empty and how much medication was in the catheter and if it would go through. The patient was not having pain and felt good. She had had a new stimulator placed a couple of weeks ago which, per the patient, was probably helping her pain. She stated that she may not need the pump. She also stated that her refill date was (B)(6) 2017 and her pump would be refilled on (B)(6) 2017. No further patient complications have been reported as a result of this event.